Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device time was incorrect by approximately one hour. The customer attempted to reboot the station; however, the time discrepancy did not resolve. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was not determined that the station time was off by 1 hour. A technical support specialist dialed into device (acart2) and compared the time with other devices. Tss confirmed acart2 time matched other devices with no one hour delay. Issue resolved where no detail was provided by customer. Verified no issue. The system functioned as intended after the technical support specialist investigated the device.